Event description:
It was reported that the remb universal driver was spinning on its own during a bunionectomy at the user facility. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.